Event description:
The patient reported an infection; mrsa. The pump was ¿changed out¿ about 6 months ago. Per the patient ¿they waited for the mrsa to clear up and didn¿t show anything in the pump and put it back in.¿ the pump was used to deliver dilaudid. Additional information has been requested, but had not been received as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2013, product type catheter; product ID 8598a, serial # (B)(4), product type catheter. (B)(4).